Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During servicing, the fse inspected the sample needle and found it bent. Fse inspected the large syringe and found no issues. Fse then cleaned and lubricated the guiderails for sample unit, sample needle, and the large and small syringes. Fse performed initialization without any errors. Quality controls and patient samples were run with acceptable results. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting states the following: the 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. The 710 z1-axis error: an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The 706 syringe-l error: operation error in syringe-l inspect syringe-l. Countermeasure: execute smp.reset. The most probable cause of the reported event has not yet been determined. Investigation is in progress.

Event description:
A customer reported getting 710 z1-axis error messages on the g8 instrument. Technical support (ts) instructed the customer to check the sample probe and it was not bent. Ts then instructed the customer to clean the guide rods for the sample probe. The customer removed grease from the sample probe. The customer then started a run but got a large syringe error. Ts instructed the customer to remove the caps and run again but the large syringe error reoccurred. The customer was then instructed to clean the syringe assembly and then try to run. The error reoccurred. The customer did not have a replacement sample needle. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. .

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. The sample needle assembly was received for evaluation. Visual inspection revealed a slight bend in the needle and a deformed piercing tip. The reported product problem was confirmed. The part failed visual inspection. The most probable cause of the reported event was due to bent sample needle with a deformed piercing tip.